Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that urine leaked from the meatus along the catheter and the urine flow disappeared. Subsequently, an attempt to deflate the catheter was done, however it was difficult to deflate the balloon. The catheter was pulled out of the patient and replaced. It was later reported to (B)(6), that the difficulty to deflate happened twice on the patient. The catheter was placed on (B)(6) 2018. The catheter was replaced with another one on (B)(6) 2018. Additionally, due to the difficulty to deflate, the catheter¿s shaft was cut. The catheter was placed on (B)(6) 2018 and was difficult to deflate on (B)(6) 2018. The catheter was pulled in order to be removed.

Manufacturer narrative:
The reported issue was inconclusive. The device was returned and visually inspected. Heavy salt accumulation was observed inside the drainage lumen, which caused the urine blockage and made it difficult for water to flow through the catheter. Based on the evaluation, the sample was classified, as poor sample condition, and several inspections could not been carried out. The exact time of how and when problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) patients who are or have been allergic to natural rubber latex (2) patients with known allergy to silver coated catheter"

Event description:
It was reported that urine leaked from the meatus along the catheter and the urine flow disappeared. Subsequently, an attempt to deflate the catheter was done, however it was difficult to deflate the balloon. The catheter was pulled out of the patient and replaced. It was later reported to takuma tsuji (international business center representative), that the difficulty to deflate happened twice on the patient. The catheter was placed on 6/20/2018. The catheter was replaced with another one on 6/26/2018. Additionally, due to the difficulty to deflate, the catheter¿s shaft was cut. The catheter was placed on 6/26/2018 and was difficult to deflate on 6/30/2018. The catheter was pulled in order to be removed.